Manufacturer narrative:
Additional information : (B)(6) 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The reporter stated that unspecified solution was ¿oozing out¿ from the fill port after filling. This occurred before patient use. There was no patient involvement. No additional information is available.